Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an left ventricle ventricular tachycardia ablation procedure an cardiac perforation in the left atrial appendage (laa) occurred. While utilizing the tacticath se catheter, the user noted the catheter fell into the laa approximately 40 minutes into the procedure. The patient became hypotensive and echocardiography confirmed a small effusion near a left ventricular aneurysm. The patient was transferred to cardiac surgery where the perforation was confirmed in the laa and was repaired to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.